Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 60mm abdominal aortic aneurysm. It was reported that the patient expired. The cause of death is unknown. The patient completed the 5 year follow up. The patient has not given consent for data collection after the 5 year follow up. Because the patient expired after the completion of the 5 year follow up, no additional information is available regarding relationship to device.